Event description:
This patient developed a moderate sized hematoma, which was noted at an incision check. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
Analysis results the device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the haematoma was not device related.